Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was placed after orthopedic surgery. Postoperative observation showed no increase in urine output, so when they removed the tape securing the catheter to check for twisting, the catheter slipped out smoothly. The balloon was deflated. It was leaked from the balloon.

Event description:
It was reported that the foley catheter was placed after orthopedic surgery. Postoperative observation showed no increase in urine output, so when they removed the tape securing the catheter to check for twisting, the catheter slipped out smoothly. The balloon was deflated. It was leaked from the balloon.

Manufacturer narrative:
The reported event has been confirmed manufacturing related and is being investigated by capas 12866756 & 12474528. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 2758j12 and manufacturing lot number nghw3765. The third photo provides an enlarged view of the catheter balloon, confirming the presence of a rupture. Received 1 all-silicone foley catheter with sample port connector and syringe. Verified material number 2758j12 and manufacturing lot number nghw3765. Visual inspection noted the balloon had ruptured measured 0.2610in. This is out of specification per inspection procedure (B)(4) which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.